Manufacturer narrative:
It was determined that the root cause was human error as the customer did not follow the recommended instructions for the exchange of reaction cells. There was no product issue found.

Event description:
There was an allegation of a questionable urea/bun result from the cobas 8000 c702 module. The initial result was 15 mg/dl, and the repeat results from another cobas 8000 were 1 mg/dl and 58 mg/dl. The initial result was deemed to be incorrect.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6) the calibration and qc were good. The sodium chloride in both instruments had expired. The investigation is ongoing.